Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the pump battery could not be charged and the battery gauge was fluctuating. Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 117 mg/dl.